Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device produced one leg shorter and could not be closed correctly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.